Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found overinfusion with undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who received unknown morphine 10.0mg/ml; 5.022mg/day and bupivacaine 2.5mg/ml; 1.2554mg/day in an implantable pump for non-malignant pain. There was no field allegation regarding the device. Return device analysis identified a non-conformance. No symptom were reported. No further information was available.